Event description:
During a heart catheterization procedure a stent was not able to make it to the desired destination in the vein. When retracting the introducer with the stent, the stent came off without balloon inflation. The sent then had to be retrieved from inside the patient. There were no relevant test results to report. Fluoroscopy is in use during the procedure and the event was immediately identified. FDA safety report ID# (B)(4).